Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The account executive reported the customer received low elecsys vitamin d assay results when split samples were compared with another laboratory's results. The customer did not know which of two analytical e module (e170) analyzers was used for the testing. The serial numbers were (B)(4). Another laboratory that does not perform vitamin d testing and sends their samples to this laboratory thought the results were too low. That laboratory split samples and sent one to this laboratory and one to a third laboratory using ortho vitros eci/eciq immunodiagnostic system. Of the data provided for ten samples, the results for seven samples were discrepant. Sample 1 result by vitros was 16.3 ng/ml and result on e170 was 10 ng/ml. Sample 2 result by vitros was 23.8 ng/ml and result on e170 was 13 ng/ml. Sample 3 result by vitros was 52.9 ng/ml and result on e170 was 21 ng/ml. Sample 4 result by vitros was 17 ng/ml and result on e170 was 7 ng/ml. Sample 5 result by vitros was 42.2 ng/ml and result on e170 was 22 ng/ml. Sample 6 result by vitros was 34.7 ng/ml and result on e170 was 23 ng/ml. Sample 7 result by vitros was 43.8 ng/ml and result on e170 was 24 ng/ml. Information concerning if erroneous results were reported outside the laboratory or which result the other laboratory believed to be correct was requested but it was unknown. The customer believed their result to be correct, but it was not known which result the originating site believed to be correct. No patient was adversely affected.